Event description:
The company received a report where it was claimed that the unit did not provide an audio tone. No pt involvement.

Manufacturer narrative:
The customer reported issue was confirmed and isolated to a defective main pcb. The configured issues is a known issue and the mfg facility previously initiated a corrective and preventative action associated and confirmed main pcb failures. The device has reached the end of life and end of support. Info has been added to the database for trending purposes.